Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the cautery was being cleaned off outside the patient's body with a lap sponge by a surgical tech, and the tech noticed the outside part of the tip of the jaw came off in the sponge. It's unknown which part (silicone or metal wire) came off the jaws tip. No harm to the patient. Another hemopro 2 vh-4000 kit was opened to complete the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25155427, 25155932, and 25156448 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the cautery was being cleaned off outside the patient's body with a lap sponge by a surgical tech, and the tech noticed the outside part of the tip of the jaw came off in the sponge. It's unknown which part (silicone or metal wire) came off the jaws tip. No harm to the patient. Another hemopro 2 vh-4000 kit was opened to complete the procedure.